Event description:
Health professional reports: hemoglobin professional system hemoglobin result 7.1g/dl unspecified hospital hemoglobin system result 8.7g/dl. Patient sent to hospital for blood transfusion based on result of 7.1. Hospital cutoff for transfusion 8.5 g/dl. Transfusion initially denied based on hospital result, but completed upon doctor's request. Hemoglobin results post transfusion: hemoglobin professional system hemoglobin result 9.4g/dl unspecified hospital hemoglobin system result 11.6g/dl.

Manufacturer narrative:
Customer reports not running quality controls, as required per manufacturer's labeling. Manufacturer method/results/conclusion codes: manufacturer evaluation / investigation pending product return.